Event description:
It was reported that the left ventricular (lv) lead exhibited a sudden rise in thresholds into a high range. The lead amplitude was increased and the lead remains in use. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).